Manufacturer narrative:
Product analysis: at analysis the customer comment of cracked casing was confirmed, the lower case was broken. It was noted that the battery drawer was also broken though it was additionally noted that it did not affect functionality, all bails and bail covers were missing, the lower part of the display had one missing line on a critical place and the generator also failed on its incoming atrial sensitivity test. The device was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had cracked casing. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.